Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; the fiber passed the connector test; the outer flow tubing open end exhibits minor scratch marks; no failure found. Probable root cause: based on the device analysis, the product complaint "loss of display/visibility" could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that at 12,923 joules 3:24 minutes while using a surgical fiber during a prostate procedure, the surgeon lost visibility on the screen. At the request of an ams customer service engineer, a second fiber was opened and connected to test if the display would return, however, was unsuccessful. The procedure was stopped and rescheduled. There was no patient injury reported.